Manufacturer narrative:
This report is submitted on january 12, 2023.

Event description:
Per the clinic, the patient experienced an infection and skin irritation at the processor site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.